Manufacturer narrative:
(B)(4). Concomitant medical device: unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08653.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and is experiencing pain and a popping feeling/noise. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported complaint it was determined that this product should have been reported on a different MFR number. The MFR number that this product should have been reported on is 0002648920-2018-00100.